Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Service records indicate upon inspection at the top was removed off the air separator assembly and found some corrosion around the lower sensor probe. The technician could not duplicate the saline bag back fill. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident.